Event description:
The facility reported a fail code 538. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 538 was confirmed. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.